Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank because the battery tube connector was not plugged in properly.